Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead with stylet inserted was returned in one piece. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
New information received notes that the pacemaker exhibited noise over-sensing which resulted in pacing inhibition. The pacemaker was explanted and replaced. The patient was stable.